Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration and cutting failure of probe occurred during surgery. The surgery was completed after replacing the product with new one. There was no patient harm. The procedure type was unknown.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the probe needle severely bent in three places and orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for aspiration. The actuation and cut functionalities of the returned probe were unable to be tested due to the no movement of the inner cutter in the port. The degree of wear could not be determined as the inner cutter could not be extracted from the needle due to the severely bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an aspiration failure. The actuation and cut functionalities of the returned probe were unable to be tested due the no movement of the inner cutter in the port. The root cause for the no movement of the inner cutter in the port and the aspiration failure is the severely bent probe needle. A bent needle can impede the movement of the cutter shaft and aspiration flow through the probe. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported cut failure was unable to be confirmed an exact root cause for the bent needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).